Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been returned severed approximately 115 millimeters (mm) from the terminal pin. 2 segments were returned; a terminal segment and a tip segment. A portion of the lead may be missing. Visual inspection noted there was trilumen insulation abrasion noted through to the rate/sense and distal high voltage lumens approximately 73-87 mm from the lead tip. Due to the location and type of damage, this is consistent with lead-on-lead interaction within the heart.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance measurements. Surgical intervention was performed and the physician cut the terminal pin and experienced difficulty retracting the helix. The rv lead was eventually explanted from the patient and visual inspection noted there was insulation damage to the lead body. No additional adverse patient effects reported.